Event description:
Local distributor in (B)(4) reports domestic repair of device, replacing the cpu board, after having encountered an unspecified failure. There was no injury to the pt who was using the device. Based on the info received, the potential risk associated with the reported event is classified as critical since a faulty cpu board may cause errors that will intentionally terminate treatment, as a risk mitigation, with a high priority alarm. Based on the info provided at this time, the event is considered reportable per 21 cfr part 803.3.